Event description:
It was reported that after the iab was in use for six hours, the pump's gas leakage alarm activated. The pt was transferred to another pump, but the alarm continued. The iab was removed and there were no further complications.